Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead issued an alert in the remote monitoring system for a high, out-of-range shock impedance measurement of 126 ohms. Technical services consultant reviewed data and found no clear evidence of lead impairment., and believe the cause of the oor episode may have been due to electromagnetic interference (emi) .lead integrity testing was recommended, and to have a discussion with the patient regarding potential emi factors.